Event description:
Scd ankle compression pump quit working. On inspection of the unit, it was discovered that the power cord near the back of the unit was almost compleatly burned into. Additional follow-up reveals: it would appear that the burning occurred in the power cord itself just before entering the control module. There were burn marks on the outside of the module and the cord was melted just after exiting the module.